Manufacturer narrative:
Block b3: date of event not provided. However, july 1st, 2019, was selected as the estimated event date because the information in the article was studied between july 2019 and april 2024. Block d4, h4: the complainant was unable to provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information such as the manufacture date. If additional details become available, a supplemental report will be submitted. Block g2: literature source: scimeca d, amata m, rao s, di mitri r, et al. "Eus-guided gallbladder drainage with lams in acute cholecystitis in high-risk surgical patients: single-center prospective study with long-term follow-up"-oc.09.2. Abstracts of the 31st national congress of digestive diseases / digestive and liver disease 57s2 (2025) s93-s301. Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e2326 captures the reportable event of cholecystitis. Imdrf impact code f2303 captures the reportable event of medication required. Imdrf impact code f2301 captures the reportable event of additional device required imdrf impact code f2202 captures the reportable event of endoscopic procedure. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported events of stent first flange difficult to position, stent obstruction within device. The device was not returned for analysis; therefore, a technical analysis could not be performed. However, stent obstruction within device, and hemorrhage, minor are noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Based on the event description and information provided by the customer there is not enough evidence to determine whether the stent first flange difficult to position was due to the physician's manipulation or technique during the procedure or related to a device malfunction. Device history record review: a review of the manufacturing documentation was unable to be performed as the required device documentation was unavailable. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/product label. Additionally, stent obstruction within device, and hemorrhage, minor are noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review a risk review of the axios was completed and confirmed that the events of stent first flange difficult to position, stent obstruction within device, hemorrhage, minor, cholecystitis, medication required, additional device required, endoscopic procedure were defined in the risk documentation. This/these event type/s has/have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
Boston scientific became aware of information involving an axios lumen-apposing metal stent (lams) and electrocautery enhanced delivery system through the article titled "eus-guided gallbladder drainage with lams in acute cholecystitis in high-risk surgical patients: single-center prospective study with long-term follow-up" by scimeca d. The article describes a single-center prospective study conducted between (B)(6) 2019 and (B)(6) 2024 including 33 patients with acute cholecystitis considered unfit for surgery who underwent endoscopic ultrasound-guided gallbladder drainage (eus-gbd) using lams at arnas ospedale civico di cristina, italy. An axios stent was systematically used in all 33 patients. The following stent sizes were reported: 10x10 mm, 10x15 mm, 15x15 mm, and 10x20 mm. Access routes included trans-gastric (18 cases) and trans-duodenal (15 cases). Mechanical lithotripsy using a dormia basket was performed in one case. As reported in the article, technical success was achieved in 31 out of 33 patients (93.9%). Two technical failures occurred due to first-flange maldeployment, managed by intra-operative lams placement in one case and percutaneous approach in one case. Additionally, two adverse events were reported: one self-limiting bleeding event and one stent occlusion, both managed with lams removal. Three patients experienced recurrence of cholecystitis managed with antibiotic therapy. The article does not report any procedure/device-related deaths.